Event description:
On (B)(6) 2019, a 21mm trifecta gt valve was implanted to the patient's aortic position. While weaning from cpb, regurgitation was observed. The device was removed and a 19mm trifecta gt valve was implanted. There was a clinically significant delay in the procedure due to the additional bypass time, requiring a longer recovery period for the patient. The user noted there was a heavily calcified adjacent annulus, but no stent deformation was made when parachuting the valve into the annulus.

Manufacturer narrative:
An event of regurgitation jet flow was reported. The investigation found that there was no anomalies with the valve cusps, and functional testing at the time of manufacturing and upon return to abbott indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance, including regurgitation fraction. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.